Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak coming from the unicel dxc 600 pro synchron chemistry analyzer. The customer indicated that the leak also occurred a week prior and was unable to locate the source of the leak, but the material was cleaned up. (This event is documented in MDR 2050012-2011-04930). No injury or operator exposure was reported in this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and discovered that no foam was leaking from a cracked y-fitting. The fse replaced the fitting and tubing from the valve manifold to the no foam bottle, which resolved the issue. The fse cleaned the no foam matter in the hydro tray and verified repair per established procedures prior to returning it into service. Results meet published performance specifications. (B)(4). This report is also related to MDR: 2050012-2011-04930.